Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: multiple loss of prime warnings, which are indicative of the reported event, were observed in the black box data. The pump was exercised for 24 hours, with no loss of prime warnings duplicated. A force sensor calibration check was found to be within specifications. The pump case was removed, and the force sensor components were observed to be intact and properly seated. No evidence of moisture ingress was observed. The reported event was not duplicated during the analysis, during which the pump operated according to specifications. A battery cap was not returned with the pump; a test battery cap was used during all steps of the evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 04/20/2014 reporting a loss of prime issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.